Manufacturer narrative:
Neuronetics received a medwatch from the FDA in which a patient alleges the above reported adverse events. The patient noted in the medwatch that they were treated with a "novastar" device however no contact information was provided to conduct a thorough investigation and therefore neuronetics cannot confirm the details of the alleged events or confirm that a neurostar device was used to treat the patient.

Event description:
Neuronetics received a medwatch from the FDA in which a patient alleges that while receiving tms they experiencing worsening depression, was hospitalized following treatment, experienced worsening anxiety, and cannot feel emotion.